Event description:
The customer reported that the pump battery would not charge despite using a tandem charging cable and a wall outlet. There was no adverse impact on the customer's blood glucose level. The customer attempted several troubleshooting steps, including using different adapters and cables, but the issue persisted. Technical support decided to replace the pump, confirmed its warranty status, and guided the customer on returning the faulty pump. The customer planned to use multiple daily injections as a backup insulin therapy method.